Event description:
It was reported that this system with a left ventricular (lv) lead and a cardiac resynchronization therapy defibrillator (crt-d) was showing loss of capture (loc) on the presenting rhythm and under sensing at the right atrial lead channel. The atrial under sensing is related to the patient having atrial fibrillation. Different programming options were discussed for this system that remains in service. No adverse patient effects were reported.